Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a constant "reload set" alarm was observed. Further eval found the upper reading for the ultrasonic sensor to be out of specification which caused the constant "reload set" alarm. This ultrasonic sensor reading would make the device more susceptible to alarming for "air-in-line." Review of the device history log could not identify any programmed preventive maintenance parameters. Further review of the history log shows the pm due date changed on (B)(6) 2012 suggesting this was when the pm testing was performed however a downstream occlusion alarm, and an air-in-line alarm were present during this infusion. Additionally, the last infusion occurred on (B)(6) 2012 and ended with an "air-in-line" alarm. At this time, the date of event is unk.

Event description:
It was reported that a pump would not detect air in the IV set. The customer stated that there was no pt involvement.